Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2015-07066. It was reported that rotawire detachment occurred. The 90% stenosed target lesion was located in the moderate tortuous and severely calcified distal left anterior descending artery (lad). A 1.25mm rotalink¿ plus and rotawire were selected to treat the target lesion. The rotawire was advanced and crossed the target lesion. Then the rotaburr was delivered near the y-connector. During adjustment of the rotation speed, it was noted that the rotawire got detached. The rotawire was exchanged with another rotawire and was able to cross the target lesion. Delivery of the rotablator was attempted but it failed to insert into the wire. The procedure was completed with 1.5mm rotalink plus. No patient complication were reported and the patient's was good.

Manufacturer narrative:
Device evaluated by MFR. The burr unit and the advancer unit were returned connected together. A visual examination of the complaint device was carried out. The handshake connection was inspected and a tug test was performed and no damage was noted. The burr was microscopically examined and it was noted that the annulus was damaged/blocked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as the event occurred during the procedure, outside the patient. (B)(4).

Event description:
Same case as 2134265-2015-07066. It was reported that rotawire detachment occurred. The 90% stenosed target lesion was located in the moderate tortuous and severely calcified distal left anterior descending artery (lad). A 1.25mm rotalink plus and rotawire were selected to treat the target lesion. The rotawire was advanced and crossed the target lesion. Then the rotaburr was delivered near the y-connector. During adjustment of the rotation speed, it was noted that the rotawire got detached. The rotawire was exchanged with another rotawire and was able to cross the target lesion. Delivery of the rotablator was attempted but it failed to insert into the wire. The procedure was completed with 1.5mm rotalink plus. No patient complication were reported and the patient's was good.